Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an uka surgery, the screw of one (1) rm/ll tibia resection guide standard could no longer be adjusted, and more force was applied causing one (1) 3.5mm locking hex t-handle to break. No parts fell into the patient. The procedure was resumed without delay using the same devices, and no injuries were reported as a result.

Manufacturer narrative:
This complaint has been reassessed based on the information made available to the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. No serious injury to the patient/user occurred or might have occurred as a consequence of the reported issue. The subject device broke off while the screw of the tibia cutting guide was manipulated in the instrument table. As a result, there is no risk of broken pieces entering the patient incision. In addition, the screw in question is typically adjusted while the device is placed external to the patient's incision during an uka procedure. This complaint will be monitored as part of our established post-market surveillance process.